Event description:
Complainant alleged that during biomed testing, the device displayed "defib comm error" and "pacer comm error" messages. Complaint indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has not been received for evaluation and this complaint is still under investigation.